Event description:
Pt reported obtaining a blood glucose result of "hi" (> 600 mg/dl), while using the suspect device. Pt indicated that, 9.5 hrs later, he retested his blood glucose using the suspect device, and obtained a result of 402 mg/dl. Based on this result, pt reportedly delivered 14 units of long-acting insulin and 8 units of regular insulin. Approx 3 hrs later, pt was reportedly found by a relative, with his eyes open, unable to move or talk, having vomited on himself. Pt's relative phoned emergency medical services and upon their arrival pt's blood glucose reportedly measured 31 mg/dl, on paramedics' blood glucose monitor. Pt stated that he was transported to the hosp and treated with intravenous fluids (contents not provided), whichh reportedly brought blood glucose up to 90 mg/dl. Pt was released from the hosp approx 5 hrs later. Pt's current condition: "fine." At the time of the event, pt was storing test strips outside of their original vial. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.